Event description:
A report was received that a patient was having discomfort at the ipg site from weight loss. The physician recommended pain injections and referred the patient for explant.

Event description:
A report was received that a pt was having discomfort at the ipg site from weight loss. The physician recommended pain injections and referred the pt for explant.

Manufacturer narrative:
Additional information stated that the patient's pain injections were for non-device related pain. In addition, the physician has chosen not to move forward with an explant procedure as she will be treating the patient with another type of therapy. The patient is reportedly doing well following treatment.